Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2187-85 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was in slow ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) inappropriately withheld detection and delayed treatment of the episode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.